Event description:
A customer in (B)(6) notified biomerieux of a misidentification associated with vitek® gp test kit (reference 21342). The customer reported observing an incorrect identification of globicatella sanguinis for an actinotignum schaalii eeq ctcb survey strain. The strain was tested on three (3) different agar plates: cna (presence of colonies), chocolate (presence of colonies), cps (absence of colonies). The customer reported not performing routine quality control checks. A gram stain was performed prior to card set up and found gram-positive cocci and catalase negative. As indicated in the ctcb survey instructions actinotignum schaalii is a "short bacillus, almost cocci-like" which could explain the "cocci gram +" result and consequently the choice of the gp ID card. This organism should be tested with the vitek 2 anc test kit. There is no indication or report from the laboratory to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the eeq survey strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This investigation was initiated due to a misidentification to globicatella sanguinis (96%) for a ctcb strain of actinotignum schaalii (ctcb 1811) on vitek® 2 v7.01 gp ID cards. The customer strain was no longer available to submit for evaluation .testing was performed on an internal reference strain. On vitek 2 (v7.01), tests performed from isolate subcultured on pvx with co2 atmosphere. Two lots of gp ID cards were tested with the internal reference strain : customer lot 2420551103 (cl), and a random lot 2420617403 (rl) with the following results: unidentified organism with cl lot and gardnerella vaginalis (93%) with rl lot; however, the species actinotignum schaalii is not present in the gp ID knowledge base (kb). Identification with vitek ms confirmed the identification to actinotignum schaalii (99.9%). There is a limitation for species not claimed in the kb : testing of unclaimed species may result in an unidentified result or a misidentification. Gp ID cards perform as intended and no further action is required.